Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "we were doing a unipolar for a hip fracture application. Surgeon reamed and broached sequentially to size 4, opened size 4 implant, put it down the canal and it fell in. Obviously very loose. Put the broach back in and was very snug. Made sure it was size 4 broach and stem and it was still loose. The stem was somehow undersized or under spec. Surgeon requested opening another size 4 stem and it was loose also. We ended up cementing one of the number 4 stems. No explanation for why stem was loose."